Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that station unable to communicate. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that station unable to communicate. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) troubleshot the issue with the station not communicating. After working with local it, it was determined that the port cable was damaged. A new cable was run to a port outside the room, and the pyxis dhcp setting was changed from static to dynamic. Once completed, the station began communicating without any issues. The system functioned as intended after the field service engineer troubleshot the device.